Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. Based upon the information provided, quality controls were within specification. As only 1 sample was involved in the event, the most probable cause of the issue was a preanalytical issue.

Event description:
The customer alleged they received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result for one patient on their c502 analyzer. The patient's initial hba1c result was 13.0% and it was reported outside the laboratory. The doctor suspected the result was incorrect and the sample was repeated on (B)(6) 2014. The repeat result was 5.3%. The repeat result was considered correct as the patient's hba1c results in the past were consistently below 6.0%. The patient was unaffected by the result and there were no adverse events. The hba1c reagent lot number was 687516 and the expiration date was 03/30/2015. The field service representative performed instrument checks that failed. He then checked the r1 syringe and performed successful instrument checks.